Event description:
Marlex mesh was used for an umbilical hernia repair. Have had severe rash and itching for 8 or 9 yrs on my abdomen and surrounding area. Did not associate this with marlex until my daughter started nursing school.